Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Received info, the pt programmer displayed the elective replacement indicator and a short time after this the end of service indicator and stimulation stopped. The physician tried to interrogate the ins but he got the "eos warning and was not able to reprogram. The programmed settings were: 4 active electrodes, two positive and two negative, one group, one program, amplitude 7v, pulse width 300 us, frequency 60 hz. Impedances after implant were normal, no shorts. Calculated battery lifetime was 6 months. The replacement for the ins was scheduled for (B)(6) 2011. No injury reported at this time. Additional info has been requested and if received, a follow up will be sent.